Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the shoulder pack was found to have damaged straps and a damaged front transparent side. There were no patient symptoms or complications reported, and the patient outcome was described as alive with no injury. The shoulder pack was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the shoulder pack (lot number unknown) was not returned for evaluation as it was discarded by the patient. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue, and the lot number was unknown. Visual evidence provided by the site revealed damage to the viewing window and the plastic was missing, as well as wear and tear on the fabric of the pack. Additionally, visual evidence provided by the site revealed that a different carabiner was added to the snaphook and the original carabiner was missing. However, the provided images did not reveal evidence of damage to the strap. As a result, the reported window damage, or ¿front transparent side¿ damage, was confirmed. The reported damaged to the strap could not be confirmed due to insufficient evidence; however, it is possible that the damaged snaphook was perceived as the damage to the strap. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the observed fabric damage, missing original snaphook, viewing window damage, and reported strap damage event may be attributed, but not limited, to wear and/or the handling of the pack. CAPA pr00519581 was created to investigate damaged packs. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.